Manufacturer narrative:
(B)(4). Pvl is a known, but relatively rare, complication of prosthetic valve implantation. In a 10-year experience at a single center, 428 on-x implants (264 aortic and 164 mitral) resulted in two cases of pvl, both considered minor and requiring no intervention [tossios 2007]. In a european multicenter study, out of 691 patients followed for a median of 5.5 years and up to 12.6 years, there were 4 observed late incidents of pvl in the aortic position, 12 in the mitral, and 4 double valve cases [chambers 2013]. In a USA multicenter study with 142 aortic and 142 mitral cases followed for a mean of 4.5 years, only one case of late pvl (in the aortic position) was observed and it was repaired on re-operation [mcnicholas 2006]. Pvl can result from three primary conditions: necrosed annular tissue, most commonly due to endocarditis, dehiscence of the sewing cuff (that is, the stitching was compromised), or improperly seated at surgery. Incorrectly interpreting the washing jets on echo can also be a finding, but this is a center with extensive on-x experience and that would be unlikely. Without examination of this particular valve or reference to the echocardiography, there is a degree of speculation required to ascertain the origin of this particular pvl. Pvl is a known potential complication listed in the instructions for use (IFU). Furthermore, this complication is not unique to the on-x device and is associated with all mechanical heart valves. All observed risks are mitigated in the labeling and IFU. No further action required.

Event description:
Implant recovery cards received indicate that patient implanted with onxamc 25/33 on (B)(6) 2009 and required intervention/explant due to paravalvular leak/moderate ventricular dysfunction on (B)(6) 2015 and replaced with onxm-25 as well as a onxace-27/29. Procedure performed was CABG, aortic valve replacement, mitral valve replacement, arrhthmia surgery, patent foramen ovalve closure, maze procedure redo.

Manufacturer narrative:
Common device name and UDI added. (B)(4). Pvl is a known, but relatively rare, complication of prosthetic valve implantation. In a 10-year experience at a single center, 428 on-x implants (264 aortic and 164 mitral) resulted in two cases of pvl, both considered minor and requiring no intervention [tossios 2007]. In a european multicenter study, out of 691 patients followed for a median of 5.5 years and up to 12.6 years, there were 4 observed late incidents of pvl in the aortic position, 12 in the mitral, and 4 double valve cases [chambers 2013]. In a USA multicenter study with 142 aortic and 142 mitral cases followed for a mean of 4.5 years, only one case of late pvl (in the aortic position) was observed and it was repaired on re-operation [mcnicholas 2006]. Pvl can result from three primary conditions: necrosed annular tissue, most commonly due to endocarditis, dehiscence of the sewing cuff (that is, the stitching was compromised), or improperly seated at surgery. Incorrectly interpreting the washing jets on echo can also be a finding, but this is a center with extensive on-x experience and that would be unlikely. Without examination of this particular valve or reference to the echocardiography, there is a degree of speculation required to ascertain the origin of this particular pvl. Pvl is a known potential complication listed in the instructions for use (IFU). Furthermore, this complication is not unique to the on-x device and is associated with all mechanical heart valves. All observed risks are mitigated in the labeling and IFU. No further action required.

Event description:
Implant recovery cards received indicate that patient implanted with onxamc 25/33 on (B)(6) 2009 and required intervention/explant due to paravalvular leak/moderate ventricular dysfunction on (B)(6) 2015 and replaced with onxm-25 as well as a onxace-27/29. Procedure performed was CABG, aortic valve replacement, mitral valve replacement, arrhythmia surgery, patent foramen ovalve closure, maze procedure redo.